Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had an iris potentiometer error message, and would not send images to pacs due to the damaged connector on the back of the workstation. No pt injury was reported.